Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer experienced and elevated blood glucose (bg) of 396 mg/dl to "high". Specfic value was not provided. The customer administered a manual injection to address the elevated bg. A cartridge change was performed resolving the issue.